Event description:
Customer claims to have been pierced with the inverness ear piercing system at a retail vendor on the event date. In 10/2000 customer sought medical treatment for infection at the site and was prescribed antibiotics. Approximately 1 month later customer had an I & d and continued antibiotics.